Event description:
Customer reported product number 11183, post-op shoe womens medium with sole coming apart from shoe after being work for 1 day.

Manufacturer narrative:
Breg has performed evaluations on previous reports of sole delaminating from post-op shoes. The evaluation confirmed this as an adhesive failure although the root cause for the failure has not been determined. Breg is currently working with the supplier of the post-op shoe to determine root cause for the separation of the sole and identify appropriate corrective action. This investigation is being documented in supplier corrective action # (B)(4).

Manufacturer narrative:
Date of report corrected from: (B)(6) 2013 to: (B)(6) 2013.